Manufacturer narrative:
As a result another device and non boston scientific lead was successfully implant. The chronic lead was surgically abandoned. Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. During the implant procedure shock impedances measured greater than 125 ohms on this chronic right ventricular lead. Noise and oversensing was also noted despite troubleshooting. No adverse patient effects were reported.